Event description:
The customer reported the system had high contrast resolution. No pt injury was reported.

Manufacturer narrative:
The ge service rep measured the resolution with the line pair tool placed on the image intensifier. He measured the low contrast resolution, using (2) 3/4" al blocks and the lc plate. The rep checked the overall operation and verified the system performs as intended.